Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The batteries are not charging. There was no patient harm reported.

Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.